Manufacturer narrative:
The biomedical engineer (bme) reported that the g9 bedside monitor was stuck on a boot loop and is only displaying the lifescope logo with an image with questions. After 15 minutes, the unit powers off and gets stuck on the same display screen. The customer has tried to restart the g9, but it will not power off. While tech support (ts) was on the call with the customer, the g9 restarted again, and the unit came back on. When the unit came back on, the function buttons on the bottom were missing. The unit is being returned for repair. The unit was not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was stuck on a boot loop and is only displaying the lifescope logo with an image with questions. After 15 minutes, the unit powers off and gets stuck on the same display screen. The customer has tried to restart the g9, but it will not power off. While tech support (ts) was on the call with the customer, the g9 restarted again, and the unit came back on. When the unit came back on, the function buttons on the bottom were missing. The unit is being returned for repair. The unit was not in patient use.

Event description:
The biomedical engineer (bme) reported that the g9 bedside monitor was stuck on a boot loop and is only displaying the lifescope logo with an image with questions. After 15 minutes, the unit powers off and gets stuck on the same display screen. The customer has tried to restart the g9, but it will not power off. While tech support (ts) was on the call with the customer, the g9 restarted again, and the unit came back on. When the unit came back on, the function buttons on the bottom were missing. The unit is being returned for repair. The unit was not in patient use.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the g9 bedside monitor was stuck on a boot loop and is only displaying the lifescope logo with an image with questions. After 15 minutes, the unit powers off and gets stuck on the same display screen. The customer has tried to restart the g9, but it will not power off. While tech support (ts) was on the call with the customer, the g9 restarted again, and the unit came back on. When the unit came back on, the function buttons on the bottom were missing. The unit is being returned for repair. The unit was not in patient use. Service requested/performed: the reported issue of g9 displaying with a question mark was confirmed and duplicated by nk repair center. The issue was resolved after reinstalling the g9 software and updating the display drivers. Investigation conclusion: the cause of the issue is likely software related. The g9 software or the display drivers may have become corrupt. Corruption of software or protocols on the system can lead to failures in operation. The most common causes for software corruption are ungraceful exits due to use error or power loss. Improper system shutoff is likely to corrupt files and software while performing operations. Sudden power loss is also often a result of group policy pushes onto machine. There is no evidence of corruption related to the design or manufacturing of the device.